Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe would not cut, the pack was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
A product sample was not returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).